Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient went to the emergency room on (B)(6) 2017 and expired while hospitalized on (B)(6) 2017 due to cardiac arrest. Per pdrn the patient had multiple comorbidities including hypertension, peripheral vascular disease and amputation of right lower leg that led to his death. The patient was feeling weak prior to presenting to the emergency room where he passed away. The cause of death was not related to delflex as per pdrn. The patient was not connected to the cycler at the time of death. No death certificate was available.

Manufacturer narrative:
Conclusion: there is no documentation or indication that any fresenius device(s) caused or contributed to the patient feeling weak, presenting to the emergency room or the subsequent cardiac arrest and expiration on (B)(6) 2017. According to the patients¿ peritoneal dialysis registered nurse [pd(rn)], the patients¿ health had been deteriorating in addition to the patients¿ multiple comorbidities including hypertension, peripheral vascular disease, and a right lower leg amputation which required another surgery to extend the amputation up to the hip, however, the patient declined to have the surgery. The pdrn stated the patients declining health was not related to pd therapy.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient went to the emergency room on (B)(6) 2017 and expired while hospitalized on (B)(6) 2017 due to cardiac arrest. Per pdrn the patient had muiltiple comorbidities including hypertension, peripheral vascular disease and amputation of right lower leg that led to his death. The patient was feeling weak prior to presenting to the emergency room where he passed away. The cause of death was not related to delflex as per pdrn. The patient was not connected to the cycler at the time of death. No death certificate was available.